Event description:
It was reported that a portion of the pull wire remained in the anchor.

Manufacturer narrative:
Alleged failure: following xray imaging a small piece of inserter metal was found inside the cannulated portion of the successfully deployed anchor. The metal appeared to be the length of the anchor but did not protrude from the anchor's most proximal portion. The metal was embedded inside the anchor from what appeared to be due to the internal suture locking mechanism and was unable to be removed from the patient. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be: 1) use of excessive force, 2) user technique error, 3) user unfamiliarity with device, or 4) manufacturing issue. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that a portion of the pull wire remained in the anchor.